Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported on behalf of a customer lower readings with the freestyle libre 2 sensor. The customer reported the following reading comparisons, against a capillary meter: 72 mg/dl, 112 mg/dl, 297 mg/dl, 214 mg/dl, 148 mg/dl, 74 mg/dl, and 76 mg/dl from sensor compared to 126 mg/dl, 159 mg/dl, 320 mg/dl, 232 mg/dl, 162 mg/dl, 97 mg/dl, and 127 mg/dl from capillary. There was no report of adverse event or third-party intervention required due to the lower sensor readings. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.